Event description:
A report was received that a patient was having pocket discomfort due to the pocket being placed at the belt line. The patient underwent a pocket revision surgery, and is reportedly doing well.

Manufacturer narrative:
This is the final report.